Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to an inappropriate shock and pacing therapy not delivered when required. No additional adverse patient effects were reported.